Event description:
It was reported that the autopulse platform continues to display "realign patient" messages and user advisory 18 (max take-up revolutions exceeded) messages even though the patient is of adequate size and is correctly aligned. No adverse patient sequelae was reported. No further information was provided. Manufacturer requested additional information; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: the reported complaint was confirmed. A review of the platform archive did not show any faults occurring on the reported event date; however, multiple faults including the reported user advisory 18 (max take-up revolutions exceeded) fault was confirmed to have occurred. User advisory 17 fault (max motor on time exceeded during active operation) was also noted during functional testing. The investigation results indicated that load cell 1 was failing and was the cause of the observed faults. Upon replacement of the defective load cell, the device passed all testing criteria.